Event description:
Boston scientific received information that this device was implanted in a patient who was treated later that day for a pericardial effusion and passed away later that night. A boston scientific field representative reported there were no allegations against the device by the implanting physician. An official cause of death has not been determined, but the patient's health care providers felt contributing factors were the patient's advanced age and medical condition prior to and during the procedure (the patient presented for the surgery with a fast heart rate and low blood pressure, and was given significant sedation during the case) and the possibility of the effusion being present prior to the surgery (as there was no observed decrease in oxygen levels during the implant procedure). Following implant, the patient was put on beta blockers. An echocardiogram performed that evening indicated the pericardial effusion, which led to 450 cubic centimeters of blood being drained from the site. The patient passed away later that night.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.